Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow and down arrow buttons have been intermittently unresponsive for the past few weeks. She confirmed that the keypad is intact, but noted that the buttons feel soft. The patient denied exposing the pump to water, and stated that she carries the pump in her bra or pants pocket.